Event description:
Post insertion x-ray confirmed that the ng tube was in the correct position. No knot was seen. The reporter indicated that when the ng tube was removed. There was a knot at the end of the tube. According to the reporter, the tube had a knot at the junction of the white tubing and black tip. The pt was referred to the ear, nose, and throat ward for removal.

Manufacturer narrative:
The pt was referred to the ear, nose, and throat ward for removal. Per the reporter, the device is not available.